Event description:
The reporter stated the surgeon was inserting a single piece silicone toric lens, model aa4203tl and the lens tore. The surgeon removed the lens with no pt injury and without enlarging the incision. Another lens was inserted and sutures were not required to close the incision.